Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient did not receive an alert on his mobile device for a low glucose level. The patient¿s wife stated the patient was at dinner waiting for his food to be brought by a waiter. While waiting he passed out due to his bg dropping into the 40s to low 50s mg/dl range. His low alert was set at 80 mg/dl and neither that nor the default urgent low setting of 55 mg/dl sounded an alarm. The continuous glucose monitor (cgm) reading at the time was not provided. Paramedics were called to the scene. He was treated with orange juice, sweet dessert, and glucose gel by the paramedics. His glucose went up to 86mg/dl and he did not go to the hospital. He was feeling normal at the time of the report. It was determined that his alerts were set to never sound. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received for evaluation. Data investigation confirmed no audio alert on the mobile app. The probable cause could not be determined. No additional patient or event information is available.